Event description:
It was reported the patient had a new pump implanted somewhere between (B)(6). When the patient attended his first and/or second refill appointment, the physician aspirated approximately the same refill volume out of pump (thought it was 20ml), and it was thought that the patient never had received relief of his spasticity. The pump logs were read on (B)(6) 2013 by the surgeon, and the logs did not show any abnormal messages, such as motor stall. The surgeon opted not to do a roller study. The surgeon opened the pump pocket, disconnected sc connector from the pump, and did not observe any csf/drug (cerebral spinal fluid) flow from catheter. No fluid was noted to be present in the pump pocket. The surgeon cut the catheter beyond sc connector/catheter connection and observed the csf flow from the catheter. About 4 ml was aspirated from catheter with a blunt needle and an angiocath dye was injected into the catheter. The surgeon was happy with the catheter position/continuity that was observed on fluoroscopy. The surgeon opted to tie sutures around new catheter/connector component that he used as replacement. Csf flow was observed to be coming out of the end of the catheter. Four centimeters were trimmed from the catheter prior to programming a priming bolus. The surgeon suspected that the catheter connector may have been on the pump "crooked and may have been pushed in on one side." The patient's dose was programmed to 300 mcg/day simple continuous flow rate. The pump was delivering lioresal.

Manufacturer narrative:
Product ID: 8709sc, serial# unknown, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the sutureless catheter connector was suspected to have occluded the flow or the catheter was on "crooked." The patient outcome remains unknown.